Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary sartery bypass graft and mastectomy procedure, the device got jammed after only a few clips were fired. Also, the safety lock-out didn't work. There was no pt consequence.